Event description:
The event occurred in canada. It was reported that there was an issue in the or where the l-tip broke during use. It was confirmed that the l-tip was removed from the patient and the surgeon was able to complete the procedure with a backup. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device was returned to our us facility on january 30, 2026. It will be forwarded to the manufacturing site for investigation. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).